Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was frequently charging the ipg. X-ray result revealed that the ipg had slipped. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient will no longer undergo an ipg replacement due to patient's death not related to the device. It was known that the patient's death was due to stroke/heart attack. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was frequently charging the ipg. X-ray result revealed that the ipg had slipped. The patient will undergo a revision procedure wherein the ipg will be replaced.